Event description:
It has been reported to philips that the allura system was not booting. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not booting. After reviewed the log file it confirmed that the fault in ip pc. The fse replaced the ip pc, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.